Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedance measurements on the right ventricular (rv) lead, measuring greater than 125 ohms. It was noted that the impedances measurements had steadily increased. The physician will continue to monitor the patient and system. This ICD and rv lead remains in service. No adverse patient effects were reported.

Event description:
Additional information was received which indicated the patient's communicator displayed a red call doctor (rcd) icon as the ICD system exhibited another out of range shock impedance measurement on the rv lead. This ICD and rv lead remains in service. No adverse patient effects were reported.